Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. A liberte' 3.5x16mm bare metal stent was unpacked and the distal end of the stent was submerged in saline solution and the cover was removed with the guide wire. Upon inspecting the stent, it was noticed that two of the distal stent struts appeared to be "shrunk and no defect was noticeable to the tact." A different device was used to complete the procedure. No patient complications were reported and the patient's status is reported as stable.

Manufacturer narrative:
Device evaluated by manufacturer - an examination of the returned device found that the crimped stent was pulled distally on the balloon. This resulted in the proximal edge of the stent being positioned approximately 2mm distal to the distal edge of the proximal markerband. The stent protector was not returned for analysis. The distal end on the stent was stretched and the stent struts at this end were misaligned. No other issues were noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. A liberte' 3.5x16mm bare metal stent was unpacked and the distal end of the stent was submerged in saline solution and the cover was removed with the guide wire. Upon inspecting the stent, it was noticed that two of the distal stent struts appeared to be "shrunk and no defect was noticeable to the tact." A different device was used to complete the procedure. No patient complications were reported and the patient's status is reported as stable.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)